Manufacturer narrative:
Failure analysis noted that the pump was received with missing segments due to cracked zebra connector on lcd. Analysis was unable to perform displacement test due to missing segments. The insulin pump had no back light due to faulty electrical panel. The insulin pump had cracked display window corner, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a display anomaly. Blood glucose at the time of incident was 297mg/dl. The customer states she has a partial display and the backlight would not turn on. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.